Manufacturer narrative:
This report is being submitted to provide additional information based on the approved final investigation. Updated fields: d9, h3, h4, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disconnection in the head and the intermittent image for few seconds while the error is corrected. There were no reports of patient harm.